Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory alert for low, out-of-range high voltage lead impedance. Programming changes were made and the patient underwent defibrillation threshold testing with satisfactory results.

Manufacturer narrative:
(B)(4).